Event description:
It was reported that after pre-dilating the moderately calcified lesion in the moderately tortuous distal left anterior descending (lad) coronary artery, a 3.0x23 rx vision stent delivery system (sds) was advanced, but was unable to cross the lesion due to patient anatomy, despite applied force. The rx vision sds was withdrawn from the anatomy with resistance felt against the vessel and the procedure was completed using a 3.0x18 vision sds; upon withdrawal, the stent was noted to be dislodged and located on the sds shaft. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.